Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Additionally, the patient had valve replacement and the physician decided to remove existing system and install epicardial leads with new device. The lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.